Event description:
It was reported that the ICU nurse manager in clinical pre & post procedure (cppu) department was assisting the patient on the arctic sun device ((B)(4)) that was about to be transferred to ICU. Arctic sun device had several windows popping up stating unable to save data. Nurse powered off the device to restart and the device had disk read error message. Mss advised that the device would need to be sent to biomed for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse manager in clinical pre & post procedure (cppu) department was assisting the patient on the arctic sun device (sn dyaty071) that was about to be transferred to ICU. Arctic sun device had several windows popping up stating unable to save data. Nurse powered off the device to restart and the device had disk read error message. Mss advised that the device would need to be sent to biomed for repair.